Manufacturer narrative:
The lead was returned and analyzed. Analysis revealed that the helix exceeded specification the number of turns to extend and retract. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead screw did not appear to be extended under fluoroscopy. The lead was removed and the screw was exercised ex-vivo but could not get the screw to extend. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.